Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced diabetic ketoacidosis due to virus. Customer stated that insulin pump would not let her bolus and had motor error alarms. Customer stated they were able to clear the alarm and able to rewind pump. The insulin pump will not be returned for analysis.